Event description:
The customer reported a loss of audio at the information center. Patient data continued to be displayed but no alarms were sounding. The customer indicated there was no patient harm, no incident and no delay of any care. The issue was identified by staff at the time of occurrence. The device was in use monitoring patients.